Event description:
It was reported that the target lesion was moderately tortuous, moderately calcified, with 99% stenosis. After the balance middleweight (bmw) elite guide wire was delivered to the lesion, a non-abbott microcatheter was advanced over the guide wire. However, during advancement resistance was met between the devices. An attempt was made to remove the microcatheter, however resistance was also encountered during retraction. With substantial force applied, the microcatheter was able to be retracted from the guide wire. The bmw elite guide wire was exchanged for a non-abbott guide wire and the procedure was completed. There was no significant delay in the procedure reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l device info: guide cath: heartrail 6f, al 1.0, other: corsair 135cm. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.